Manufacturer narrative:
Device evaluation: crease fold, broken shell and underweight. A microscopic analysis was performed which identify a broken striated in the posterior side. Based on the device analysis the final assessment is a striated break in the posterior side assessed as surgical damage and a missing piece of the shell assessed as to inconclusive.

Event description:
Healthcare professional reported left side rupture discovered during explant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision.

Event description:
Healthcare professional reported left side rupture discovered during explant. Device has been explanted.